Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Analysis noted the device set screw was disengaged. (B)(4).

Event description:
It was reported that during an implant attempt, the physician attempted to engage the left ventricular (lv) into the connector on the device multiple times without success. The lv lead was not secure in the port so a new device was opened and connected without incident. No patient complications have been reported as a result of this event.